Manufacturer narrative:
Additional information was received that tortuous and calcified anatomy were reported. The minimum access vessel diameter was 5.5 mm. The nose cone was removed using a balloon and a snare. No additional adverse patient effects were reported.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device was not received for analysis. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were received from the account which confirm the nosecone separation. Based on the image, it appears that the inner member shaft, which connects to the nosecone, has been fractured near the nosecone, resulting in an inner member shaft <(>&<)> nose cone detachment. Historically, inner member shaft damage and a subsequent break is caused by manipulation (twisting and/or bending) of the dcs by the user/loader or is related to excessive forces applied on the system during advancement, tracking or positioning. In this case, tortuous and calcified anatomy were reported. The damage to the inner member shaft may have been caused by twisting and/or bending of the dcs by the user to overcome the tortuous and calcified anatomy. However, the root cause of the inner member shaft break in this case cannot be conclusively determined with the information available. Updated h.6 - device code, eval method, eval results, eval conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the handle of the delivery catheter system (dcs) was intact. The device was received with the capsule fully closed and the nose cone was separated from the device. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. The capsule appeared bent or bowed. Delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule, and from the mid-section to the distal end of the capsule. The break site of the inner member was slightly proximal to the nose cone. The separation site was observed to be jagged and uneven. Updated h.6 - eval method, eval results codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: additional information was obtained as the device was returned for analysis. The device was received with the capsule fully closed and the nose cone was separated from the device, which confirms the reported event. The capsule appeared bent or bowed. Delamination was also observed, which typically occurs when the capsule is subjected to a bending force, potentially after tracking through patient anatomy. The break site of the inner member was slightly proximal to the nose cone, which is the "nosecone separation" described in the reported event. The nosecone detachment site on the inner member shaft was jagged and uneven. Historically, inner member shaft damage and a subsequent break is caused by manipulation (twisting and/or bending) of the delivery catheter system (dcs) by the user, or is related to excessive forces applied on the system during advancement or positioning, or it may occur if the capsule is not fully closed prior to removal of the dcs. The inner member shaft may have been damaged during advancement or removal of the dcs, and subsequently separated after it was removed. In this case, the cause of the inner member shaft damage and break cannot be determined with the limited information available. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, while retrieving the delivery catheter system (dcs) after the valve was deployed, the nose cone separated from the spindle in the descending aorta. No additional adverse patient effects were reported.